Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the label of the cable bay was ripped off and an error in the software history was found and the label was replaced and a software reconfiguration was to be performed to resolve, however it was additionally noted that the device failed during its final functional test and it was attributed to a defective link electronic module (lem) board, which was then replaced. The device then passed all final functional and systems tests. (B)(4).

Event description:
The programmer was returned with no reason given and subsequently tested out of specification at manufacturing analysis. There was no patient involvement.